Manufacturer narrative:
Picture sample provided (B)(6) 2025. H.6. Investigation summary: confirmed: reported condition was observed at bdm-ps.

Event description:
It was reported that the bd ultrasafe x100l png clear needle guard had already been triggered. The following information was provided by the initial reporter: the passive needle guard had already been triggered." On (B)(6) 2025. Based on the complaint description it was concluded that the passive safety device was activated.

Event description:
It was reported that the bd ultrasafe x100l png clear needle guard had already been triggered. The following information was provided by the initial reporter: the passive needle guard had already been triggered." On (B)(6) 2025. Based on the complaint description it was concluded that the passive safety device was activated.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: unconfirmed: no sample/evidence provided.

Event description:
It was reported that the bd ultrasafe x100l png clear needle guard had already been triggered. The following information was provided by the initial reporter: the passive needle guard had already been triggered." On (B)(6) 2025. Based on the complaint description it was concluded that the passive safety device was activated.